Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: june 04, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: a visual inspection under 5x magnification, functional test, drawing review, and dimensional analysis were performed as part of this investigation. A definitive root cause cannot be identified with the limited complaint details. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. The buttress compression nut (bcn) and the guide sleeve were returned stuck together. Numerous impact marks were evident along the inferior surface of the bcn, the threads of the guide sleeve directly inferior to the bcn, and throughout the surface of the guide sleeve. The damage to the threads of the guide sleeve most likely led to the inability to disassemble the two (2) devices. Relevant dimensions cannot be measure with the returned condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that parts were detected as damaged during internal inspection of loaner kits. Reportedly there was no patient or procedure involvement. This report is for a protection sleeve nut which reportedly was damaged. When the device was received, it was noted that the device was seized with the buttress/compression nut and damaged threads. This report is for (B)(4).